Event description:
Conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 120v, device was being used on (B)(6) 2024 during a robot-assisted hysterectomy procedure when it was reported ¿after placing the robot camera port, a 100mm trocar with an airseal 12mm was inserted as a second port, but the tip did not come out into the abdominal cavity. After trying 4-5 times, it was ultimately unable to be inserted, so the trocar was changed to a 150mm trocar and the setup was completed. 30 minutes after the start of the surgery, the co2 concentration in the trachea suddenly increased, and the anesthesiologist confirmed the abnormality. The surgery was temporarily suspended, and the patient's condition was checked, confirming the occurrence of subcutaneous emphysema. Taking into consideration the patient's bmi and the remaining surgery time, the surgical procedure was changed to an open surgery, and the surgery was completed.¿. There was no report of extended hospitalization for the patient. This report is being raised on the reported injury due patient obtaining subcutaneous emphysema and the surgery converting to an open procedure.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history was reviewed, and no data was found. (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the as-ifs1, airseal ifs, 120v, device was being used on 24sep2024 during a robot-assisted hysterectomy procedure when it was reported ¿after placing the robot camera port, a 100mm trocar with an airseal 12mm was inserted as a second port, but the tip did not come out into the abdominal cavity. After trying 4-5 times, it was ultimately unable to be inserted, so the trocar was changed to a 150mm trocar and the setup was completed. 30 minutes after the start of the surgery, the co2 concentration in the trachea suddenly increased, and the anesthesiologist confirmed the abnormality. The surgery was temporarily suspended, and the patient's condition was checked, confirming the occurrence of subcutaneous emphysema. Taking into consideration the patient's bmi and the remaining surgery time, the surgical procedure was changed to an open surgery, and the surgery was completed.¿. There was no report of extended hospitalization for the patient. This report is being raised on the reported injury due patient obtaining subcutaneous emphysema and the surgery converting to an open procedure.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.